Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence. The aus cuff was too large. A new aus device was implanted. Additional information received states the patient's symptoms began june 2019. The patient was stable following the surgery.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence. The aus cuff was too large. A new aus device was implanted.